Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("right essure coil not in fallopian tube, but embedded in wall/muscle of uterus in corneal area"), device dislocation ("surgeon unable to locate left essure coil in fallopian tube or within uterus"), pregnancy with contraceptive device ("discovered she was pregnant"), haemorrhage in pregnancy ("bleeding during pregnancy"), caesarean section ("caesarean section"), autoimmune disorder ("autoimmune-type symptoms") and polycystic ovaries ("bilateral ovarian cysts") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube had not occluded". On (B)(6) 2011, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("cramping during pregnancy"). On (B)(6) 2016, the patient experienced caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), polycystic ovaries (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("unusually heavy menstrual periods, menorrhagia"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth loss ("tooth loss"), tooth fracture ("tooth breakage"), alopecia ("hair loss"), rash ("rashes"), menstruation irregular ("irregular menstrual periods"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy) and surgery (laparoscopic bilateral ovarian cystectomy). At the time of the report, the embedded device, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, autoimmune disorder, polycystic ovaries, abdominal pain lower, menstruation irregular, back pain and fatigue outcome was unknown and the device dislocation, pelvic pain, menorrhagia, abdominal pain, headache, tooth loss, tooth fracture, alopecia and rash had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered embedded device, device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, autoimmune disorder, polycystic ovaries, abdominal pain lower, pelvic pain, menorrhagia, abdominal pain, headache, tooth loss, tooth fracture, alopecia, rash, menstruation irregular, back pain and fatigue to be related to essure. The reporter commented: on (B)(6) 2011, hsg demonstrated that the left fallopian tube had not occluded. Plaintiff was scheduled for another surgery, a laparoscopic bilateral tubal ligation, but it was cancelled due to a scheduling conflict with her physician. She had bilateral ovarian cysts and elected to proceed with a laparoscopic bilateral ovarian cystectomy prior to getting her tubes tied. In (B)(6) 2015, she discovered she was pregnant and suffered from bleeding and cramping during her pregnancy. On (B)(6) 2016, she underwent a caesarean section and a bilateral salpingectomy. Right essure coil was not in the fallopian tube, but was embedded with the wall/muscle of the uterus in the corneal area, left coli was not found by surgeon. She continues to suffer from pelvic pain, heavy menstrual periods, abdominal pain, headaches, tooth loss and breakage, hair loss and rashes, caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: hysterosalpingogram result was left fallopian tube not occluded. On (B)(6) 2014: ultrasound scan vagina result was evaluate her symptoms. On (B)(6) 2016: pathology test result was essure not mentioned. On (B)(6) 2016: laparotomy for cesarean and bilateral salpingectomy: right essure coil was not in the fallopian tube, but was embedded with the wall of the uterus in the corneal area. It was embedded in the muscle. The surgeon was unable to locate the left essure coil in the fallopian tube or within the uterus. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had discovered she was pregnant with essure. During this pregnancy, she experienced bleeding during pregnancy. She underwent a cesarean section due to unspecified reason. She underwent a bilateral salpingectomy and the right essure coil was not in fallopian tube, but embedded in wall (embedded device) and surgeon unable to locate left essure coil in fallopian tube or within uterus (device dislocation). She also had polycystic ovaries and autoimmune disorder, amongst non-serious events. Embedded device, device dislocation and pregnancy with contraceptive device are anticipated whereas other events are unanticipated in essure's reference safety information. It was reported that consumer's confirmation test showed left fallopian tube had not occluded. Also it was mentioned that right coil was found embedded in uterus and left coil could not be located. The exact time point and mechanism of device dislocation/embedment are not known. A causal relationship between them, pregnancy and essure cannot be excluded. This case lacks of information regarding bleeding during pregnancy and cesarean section. Both the embedded coil and essure in correct location could have causal relationship with bleeding during pregnancy (related). Causality between cesarean section and essure is currently not assessable. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and autoimmune disorder was considered unrelated. Considering the probable etiology of polycystic ovaries (hormonal, heredity), this event is also considered unrelated to essure. This case was regarded as incident due to the serious injuries related to essure. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil not in fallopian tube, but embedded in wall/muscle of uterus in corneal area'), device dislocation ('surgeon unable to locate left essure coil in fallopian tube or within uterus'), pregnancy with contraceptive device ('discovered she was pregnant'), haemorrhage in pregnancy ('bleeding during pregnancy'), caesarean section ('caesarean section'), autoimmune disorder ('autoimmune-type symptoms') and polycystic ovaries ('bilateral ovarian cysts') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube had not occluded". On (B)(6) 2011, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("cramping during pregnancy"). On (B)(6) 2016, the patient underwent caesarean section (seriousness criterion medically significant), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), polycystic ovaries (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("unusually heavy menstrual periods, menorrhagia"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth loss ("tooth loss"), tooth fracture ("tooth breakage"), alopecia ("hair loss"), rash ("rashes"), menstruation irregular ("irregular menstrual periods"), back pain ("back pain"), fatigue ("fatigue") and device expulsion ("coils so thinking the are imbedded deep in my uterus"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral ovarian cystectomy). At the time of the report, the embedded device, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, autoimmune disorder, polycystic ovaries, abdominal pain lower, menstruation irregular, back pain, fatigue and device expulsion outcome was unknown and the device dislocation, pelvic pain, menorrhagia, abdominal pain, headache, tooth loss, tooth fracture, alopecia and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, caesarean section, device dislocation, device expulsion, embedded device, fatigue, haemorrhage in pregnancy, headache, menorrhagia, menstruation irregular, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, rash, tooth fracture and tooth loss to be related to essure. The reporter commented: on (B)(6) 2011, hsg demonstrated that the left fallopian tube had not occluded. Plaintiff was scheduled for another surgery, a laparoscopic bilateral tubal ligation, but it was cancelled due to a scheduling conflict with her physician. She had bilateral ovarian cysts and elected to proceed with a laparoscopic bilateral ovarian cystectomy prior to getting her tubes tied. In spring of 2015, she discovered she was pregnant and suffered from bleeding and cramping during her pregnancy. On (B)(6) 2016, she underwent a caesarean section and a bilateral salpingectomy. Right essure coil was not in the fallopian tube, but was embedded with the wall/muscle of the uterus in the corneal area, left coli was not found by surgeon. She continues to suffer from pelvic pain, heavy menstrual periods, abdominal pain, headaches, tooth loss and breakage, hair loss and rashes, caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: left fallopian tube not occluded. Pathology test - on (B)(6) 2016: results: essure not mentioned. Ultrasound scan vagina - on (B)(6) 2014: results: evaluate her symptoms. Diagnostic results: on (B)(6) 2016: laparotomy for cesarean and bilateral salpingectomy: right essure coil was not in the fallopian tube, but was embedded with the wall of the uterus in the corneal area. It was embedded in the muscle. The surgeon was unable to locate the left essure coil in the fallopian tube or within the uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: event device expulsion added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil not in fallopian tube, but embedded in wall/muscle of uterus in corneal area'), device dislocation ('surgeon unable to locate left essure coil in fallopian tube or within uterus'), haemorrhage in pregnancy ('bleeding during pregnancy') and polycystic ovaries ('bilateral ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube had not occluded". On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("cramping during pregnancy") and was found to have a pregnancy with contraceptive device ("discovered she was pregnant"). On (B)(6) 2016, the patient underwent caesarean section ("caesarean section"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmune-type symptoms"), polycystic ovaries (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("unusually heavy menstrual periods, menorrhagia"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth loss ("tooth loss"), tooth fracture ("tooth breakage"), alopecia ("hair loss"), rash ("rashes"), menstruation irregular ("irregular menstrual periods"), back pain ("back pain"), fatigue ("fatigue") and device expulsion ("coils so thinking the are imbedded deep in my uterus"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral ovarian cystectomy). At the time of the report, the embedded device, haemorrhage in pregnancy, pregnancy with contraceptive device, caesarean section, autoimmune disorder, polycystic ovaries, abdominal pain lower, menstruation irregular, back pain, fatigue and device expulsion outcome was unknown and the device dislocation, pelvic pain, menorrhagia, abdominal pain, headache, tooth loss, tooth fracture, alopecia and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, caesarean section, device dislocation, device expulsion, embedded device, fatigue, haemorrhage in pregnancy, headache, menorrhagia, menstruation irregular, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, rash, tooth fracture and tooth loss to be related to essure. The reporter commented: on (B)(6) 2011, hsg demonstrated that the left fallopian tube had not occluded. Plaintiff was scheduled for another surgery, a laparoscopic bilateral tubal ligation, but it was cancelled due to a scheduling conflict with her physician. She had bilateral ovarian cysts and elected to proceed with a laparoscopic bilateral ovarian cystectomy prior to getting her tubes tied. In spring of 2015, she discovered she was pregnant and suffered from bleeding and cramping during her pregnancy. On (B)(6) 2016, she underwent a caesarean section and a bilateral salpingectomy. Right essure coil was not in the fallopian tube, but was embedded with the wall/muscle of the uterus in the corneal area, left coli was not found by surgeon. She continues to suffer from pelvic pain, heavy menstrual periods, abdominal pain, headaches, tooth loss and breakage, hair loss and rashes, caused by the implantation of the essure device. Discrepancy noted in date(s) of insertion: (B)(6) 2014 this mother case link with child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: left fallopian tube not occluded. Pathology test - on (B)(6) 2016: results: essure not mentioned. Ultrasound scan vagina - on (B)(6) 2014: results: evaluate her symptoms. Diagnostic results: on (B)(6) 2016: laparotomy for cesarean and bilateral salpingectomy: right essure coil was not in the fallopian tube, but was embedded with the wall of the uterus in the corneal area. It was embedded in the muscle. The surgeon was unable to locate the left essure coil in the fallopian tube or within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil not in fallopian tube, but embedded in wall/muscle of uterus in corneal area'), device dislocation ('surgeon unable to locate left essure coil in fallopian tube or within uterus'), haemorrhage in pregnancy ('bleeding during pregnancy') and polycystic ovaries ('bilateral ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube had not occluded". On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("cramping during pregnancy") and was found to have a pregnancy with contraceptive device ("discovered she was pregnant"). On (B)(6) 2016, the patient underwent caesarean section ("caesarean section"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmune-type symptoms"), polycystic ovaries (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("unusually heavy menstrual periods, menorrhagia"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth loss ("tooth loss"), tooth fracture ("tooth breakage"), alopecia ("hair loss"), rash ("rashes"), menstruation irregular ("irregular menstrual periods"), back pain ("back pain"), fatigue ("fatigue") and device expulsion ("coils so thinking the are imbedded deep in my uterus"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral ovarian cystectomy). At the time of the report, the embedded device, haemorrhage in pregnancy, pregnancy with contraceptive device, caesarean section, autoimmune disorder, polycystic ovaries, abdominal pain lower, menstruation irregular, back pain, fatigue and device expulsion outcome was unknown and the device dislocation, pelvic pain, menorrhagia, abdominal pain, headache, tooth loss, tooth fracture, alopecia and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, caesarean section, device dislocation, device expulsion, embedded device, fatigue, haemorrhage in pregnancy, headache, menorrhagia, menstruation irregular, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, rash, tooth fracture and tooth loss to be related to essure. The reporter commented: on (B)(6) 2011, hsg demonstrated that the left fallopian tube had not occluded. Plaintiff was scheduled for another surgery, a laparoscopic bilateral tubal ligation, but it was cancelled due to a scheduling conflict with her physician. She had bilateral ovarian cysts and elected to proceed with a laparoscopic bilateral ovarian cystectomy prior to getting her tubes tied. In spring of 2015, she discovered she was pregnant and suffered from bleeding and cramping during her pregnancy. On (B)(6) 2016, she underwent a caesarean section and a bilateral salpingectomy. Right essure coil was not in the fallopian tube, but was embedded with the wall/muscle of the uterus in the corneal area, left coli was not found by surgeon. She continues to suffer from pelvic pain, heavy menstrual periods, abdominal pain, headaches, tooth loss and breakage, hair loss and rashes, caused by the implantation of the essure device. Discrepancy noted in date(s) of insertion: (B)(6) 2014. This mother case link with child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: left fallopian tube not occluded. Pathology test - on (B)(6) 2016: results: essure not mentioned. Ultrasound scan vagina - on (B)(6) 2014: results: evaluate her symptoms. Diagnostic results: on (B)(6) 2016: laparotomy for cesarean and bilateral salpingectomy: right essure coil was not in the fallopian tube, but was embedded with the wall of the uterus in the corneal area. It was embedded in the muscle. The surgeon was unable to locate the left essure coil in the fallopian tube or within the uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : pregnancy outcome updated to "live birth; child not healthy", previously reported events- "discovered she was pregnant, caesarean section, autoimmune-type symptoms" updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil not in fallopian tube, but embedded in wall/muscle of uterus in corneal area'), device dislocation ('surgeon unable to locate left essure coil in fallopian tube or within uterus'), haemorrhage in pregnancy ('bleeding during pregnancy') and polycystic ovaries ('bilateral ovarian cysts') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube had not occluded". The patient's medical history included multigravida. On (B)(6)2011, the patient had essure inserted. In 2015, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("cramping during pregnancy") and was found to have a pregnancy with contraceptive device ("discovered she was pregnant"). On (B)(6)-2016, the patient underwent caesarean section ("caesarean section"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmune-type symptoms"), polycystic ovaries (seriousness criterion medically significant), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("unusually heavy menstrual periods, menorrhagia"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth loss ("tooth loss"), tooth fracture ("tooth breakage"), alopecia ("hair loss"), rash ("rashes"), menstruation irregular ("irregular menstrual periods"), back pain ("back pain"), fatigue ("fatigue") and device expulsion ("coils so thinking the are imbedded deep in my uterus"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral ovarian cystectomy). At the time of the report, the embedded device, haemorrhage in pregnancy, pregnancy with contraceptive device, caesarean section, autoimmune disorder, polycystic ovaries, abdominal pain lower, menstruation irregular, back pain, fatigue and device expulsion outcome was unknown and the device dislocation, pelvic pain, heavy menstrual bleeding, abdominal pain, headache, tooth loss, tooth fracture, alopecia and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-2020-193811). The caesarean delivery occurred on (B)(4)2016. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, caesarean section, device dislocation, device expulsion, embedded device, fatigue, haemorrhage in pregnancy, headache, heavy menstrual bleeding, menstruation irregular, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, rash, tooth fracture and tooth loss to be related to essure. The reporter commented: on (B)(6)2011, hsg demonstrated that the left fallopian tube had not occluded. Plaintiff was scheduled for another surgery, a laparoscopic bilateral tubal ligation, but it was cancelled due to a scheduling conflict with her physician. She had bilateral ovarian cysts and elected to proceed with a laparoscopic bilateral ovarian cystectomy prior to getting her tubes tied. In (B)(6) 2015, she discovered she was pregnant and suffered from bleeding and cramping during her pregnancy. On (B)(6)2016, she underwent a caesarean section and a bilateral salpingectomy. Right essure coil was not in the fallopian tube, but was embedded with the wall/muscle of the uterus in the corneal area, left coli was not found by surgeon. She continues to suffer from pelvic pain, heavy menstrual periods, abdominal pain, headaches, tooth loss and breakage, hair loss and rashes, caused by the implantation of the essure device. Discrepancy noted in date(s) of insertion: (B)(6)2014 this mother case link with child case (B)(4). Trailing coils: right -3, left-2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: left fallopian tube not occluded. Pathology test - on (B)(6)2016: results: essure not mentioned. Ultrasound scan vagina - on (B)(6)2014: results: evaluate her symptoms. Diagnostic results: on (B)(6)2016: laparotomy for cesarean and bilateral salpingectomy: right essure coil was not in the fallopian tube, but was embedded with the wall of the uterus in the corneal area. It was embedded in the muscle. The surgeon was unable to locate the left essure coil in the fallopian tube or within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(4)2021: medical record received. Reporters information, dob, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil not in fallopian tube, but embedded in wall/muscle of uterus in corneal area'), device dislocation ('surgeon unable to locate left essure coil in fallopian tube or within uterus'), haemorrhage in pregnancy ('bleeding during pregnancy') and polycystic ovaries ('bilateral ovarian cysts') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube had not occluded". The patient's medical history included multigravida. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("cramping during pregnancy") and was found to have a pregnancy with contraceptive device ("discovered she was pregnant"). On (B)(6) 2016, the patient experienced breech presentation ("caesarean section"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmune-type symptoms"), polycystic ovaries (seriousness criterion medically significant), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("unusually heavy menstrual periods, menorrhagia"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth loss ("tooth loss"), tooth fracture ("tooth breakage"), alopecia ("hair loss"), rash ("rashes"), menstruation irregular ("irregular menstrual periods"), back pain ("back pain"), fatigue ("fatigue") and device expulsion ("coils so thinking the are imbedded deep in my uterus"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral ovarian cystectomy). At the time of the report, the embedded device, haemorrhage in pregnancy, pregnancy with contraceptive device, breech presentation, autoimmune disorder, polycystic ovaries, abdominal pain lower, menstruation irregular, back pain, fatigue and device expulsion outcome was unknown and the device dislocation, pelvic pain, heavy menstrual bleeding, abdominal pain, headache, tooth loss, tooth fracture, alopecia and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The caesarean delivery occurred on (B)(6) 2016. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, breech presentation, device dislocation, device expulsion, embedded device, fatigue, haemorrhage in pregnancy, headache, heavy menstrual bleeding, menstruation irregular, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, rash, tooth fracture and tooth loss to be related to essure. The reporter commented: on (B)(6) 2011, hsg demonstrated that the left fallopian tube had not occluded. Plaintiff was scheduled for another surgery, a laparoscopic bilateral tubal ligation, but it was cancelled due to a scheduling conflict with her physician. She had bilateral ovarian cysts and elected to proceed with a laparoscopic bilateral ovarian cystectomy prior to getting her tubes tied. In spring of 2015, she discovered she was pregnant and suffered from bleeding and cramping during her pregnancy. On (B)(6) 2016, she underwent a caesarean section and a bilateral salpingectomy. Right essure coil was not in the fallopian tube, but was embedded with the wall/muscle of the uterus in the corneal area, left coli was not found by surgeon. She continues to suffer from pelvic pain, heavy menstrual periods, abdominal pain, headaches, tooth loss and breakage, hair loss and rashes, caused by the implantation of the essure device. Discrepancy noted in date(s) of insertion: (B)(6) 2014. This mother case link with child case (B)(4). Trailing coils: right -3, left-2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: left fallopian tube not occluded. Pathology test - on (B)(6) 2016: results: essure not mentioned. Ultrasound scan vagina - on (B)(6) 2014: results: evaluate her symptoms. Diagnostic results: on (B)(6) 2016: laparotomy for cesarean and bilateral salpingectomy: right essure coil was not in the fallopian tube, but was embedded with the wall of the uterus in the corneal area. It was embedded in the muscle. The surgeon was unable to locate the left essure coil in the fallopian tube or within the uterus. Concerning the injuries reported in the case , the following ones were confirmed inpatients medical records: device dislocation, breech presentation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2021: mr received. Reporter information added. Event " caesarean section" updated to " breech presentation". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure coil not in fallopian tube, but embedded in wall/muscle of uterus in corneal area'), device dislocation ('surgeon unable to locate left essure coil in fallopian tube or within uterus'), haemorrhage in pregnancy ('bleeding during pregnancy') and polycystic ovaries ('bilateral ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube had not occluded". On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("cramping during pregnancy") and was found to have a pregnancy with contraceptive device ("discovered she was pregnant"). On (B)(6) 2016, the patient underwent caesarean section ("caesarean section"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmune-type symptoms"), polycystic ovaries (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("unusually heavy menstrual periods, menorrhagia"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth loss ("tooth loss"), tooth fracture ("tooth breakage"), alopecia ("hair loss"), rash ("rashes"), menstruation irregular ("irregular menstrual periods"), back pain ("back pain"), fatigue ("fatigue") and device expulsion ("coils so thinking the are imbedded deep in my uterus"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral ovarian cystectomy). At the time of the report, the embedded device, haemorrhage in pregnancy, pregnancy with contraceptive device, caesarean section, autoimmune disorder, polycystic ovaries, abdominal pain lower, menstruation irregular, back pain, fatigue and device expulsion outcome was unknown and the device dislocation, pelvic pain, menorrhagia, abdominal pain, headache, tooth loss, tooth fracture, alopecia and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The caesarean delivery occurred on 5-jan-2016. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, caesarean section, device dislocation, device expulsion, embedded device, fatigue, haemorrhage in pregnancy, headache, menorrhagia, menstruation irregular, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, rash, tooth fracture and tooth loss to be related to essure. The reporter commented: on (B)(6) 2011, hsg demonstrated that the left fallopian tube had not occluded. Plaintiff was scheduled for another surgery, a laparoscopic bilateral tubal ligation, but it was cancelled due to a scheduling conflict with her physician. She had bilateral ovarian cysts and elected to proceed with a laparoscopic bilateral ovarian cystectomy prior to getting her tubes tied. In spring of 2015, she discovered she was pregnant and suffered from bleeding and cramping during her pregnancy. On (B)(6) 2016, she underwent a caesarean section and a bilateral salpingectomy. Right essure coil was not in the fallopian tube, but was embedded with the wall/muscle of the uterus in the corneal area, left coli was not found by surgeon. She continues to suffer from pelvic pain, heavy menstrual periods, abdominal pain, headaches, tooth loss and breakage, hair loss and rashes, caused by the implantation of the essure device. Discrepancy noted in date(s) of insertion: (B)(6) 2014 this mother case link with child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: left fallopian tube not occluded. Pathology test - on (B)(6) 2016: results: essure not mentioned. Ultrasound scan vagina - on (B)(6) 2014: results: evaluate her symptoms. Diagnostic results: on (B)(6) 2016: laparotomy for cesarean and bilateral salpingectomy: right essure coil was not in the fallopian tube, but was embedded with the wall of the uterus in the corneal area. It was embedded in the muscle. The surgeon was unable to locate the left essure coil in the fallopian tube or within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("right essure coil not in fallopian tube, but embedded in wall/muscle of uterus in corneal area"), device dislocation ("surgeon unable to locate left essure coil in fallopian tube or within uterus"), pregnancy with contraceptive device ("discovered she was pregnant"), haemorrhage in pregnancy ("bleeding during pregnancy"), caesarean section ("caesarean section"), autoimmune disorder ("autoimmune-type symptoms") and polycystic ovaries ("bilateral ovarian cysts") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube had not occluded". On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain lower ("cramping during pregnancy"). On (B)(6) 2016, 4 years 7 months after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), polycystic ovaries (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("unusually heavy menstrual periods, menorrhagia"), abdominal pain ("abdominal pain"), headache ("headaches"), tooth loss ("tooth loss"), tooth fracture ("tooth breakage"), alopecia ("hair loss"), rash ("rashes"), menstruation irregular ("irregular menstrual periods"), back pain ("back pain") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (laparoscopic bilateral ovarian cystectomy). At the time of the report, the embedded device, pregnancy with contraceptive device, haemorrhage in pregnancy, caesarean section, autoimmune disorder, polycystic ovaries, abdominal pain lower, menstruation irregular, back pain and fatigue outcome was unknown and the device dislocation, pelvic pain, menorrhagia, abdominal pain, headache, tooth loss, tooth fracture, alopecia and rash had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, caesarean section, device dislocation, embedded device, fatigue, haemorrhage in pregnancy, headache, menorrhagia, menstruation irregular, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, rash, tooth fracture and tooth loss to be related to essure. The reporter commented: on 22-nov-2011, hsg demonstrated that the left fallopian tube had not occluded. Plaintiff was scheduled for another surgery, a laparoscopic bilateral tubal ligation, but it was cancelled due to a scheduling conflict with her physician. She had bilateral ovarian cysts and elected to proceed with a laparoscopic bilateral ovarian cystectomy prior to getting her tubes tied. In spring of 2015, she discovered she was pregnant and suffered from bleeding and cramping during her pregnancy. On (B)(6) 2016, she underwent a caesarean section and a bilateral salpingectomy. Right essure coil was not in the fallopian tube, but was embedded with the wall/muscle of the uterus in the corneal area, left coli was not found by surgeon. She continues to suffer from pelvic pain, heavy menstrual periods, abdominal pain, headaches, tooth loss and breakage, hair loss and rashes, caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: left fallopian tube not occluded; pathology test - on (B)(6) 2016: essure not mentioned; ultrasound scan vagina - on (B)(6) 2014: evaluate her symptoms; on (B)(6) 2016: laparotomy for cesarean and bilateral salpingectomy: right essure coil was not in the fallopian tube, but was embedded with the wall of the uterus in the corneal area. It was embedded in the muscle. The surgeon was unable to locate the left essure coil in the fallopian tube or within the uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female consumer who had discovered she was pregnant with essure. During this pregnancy, she experienced bleeding during pregnancy. She underwent a cesarean section due to unspecified reason. She underwent a bilateral salpingectomy and the right essure coil was not in fallopian tube, but embedded in wall (embedded device) and surgeon unable to locate left essure coil in fallopian tube or within uterus (device dislocation). She also had polycystic ovaries and autoimmune disorder, amongst non-serious events. Embedded device, device dislocation and pregnancy with contraceptive device are anticipated whereas other events are unanticipated in essure's reference safety information. It was reported that consumer's confirmation test showed left fallopian tube had not occluded. Also it was mentioned that right coil was found embedded in uterus and left coil could not be located. The exact time point and mechanism of device dislocation/embedment are not known and both were considered as related. This case lacks of information and both the embedded coil and essure in correct location could have causal relationship with bleeding during pregnancy (related). Causality between cesarean section and essure is currently not assessable. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and autoimmune disorder was considered unrelated. Considering the probable etiology of polycystic ovaries (hormonal, heredity), this event is also considered unrelated to essure. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.